Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("both were in extreme pain") and device breakage ("essure extraction in 2019 through bilateral salpingectomy leaving a 6 mm fragment on the right side.") In a 54 year-old female patient who had essure inserted (lot no. 761427) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of cesarean section, coital hemorrhage, back pain, pyelonephritis, vertigo, tendinitis, gingivitis, squamous cell papilloma, complex regional pain syndrome, adhesion, allergic skin reaction, nickel allergy, keratosis, weight gain, overweight, dysesthesia, abdominal discomfort, hyperhidrosis, stiff joint, scar pain, nerve pain, pain in elbow, headache, migraine, insomnia, cervicobrachialgia, paresthesia, metrorrhagia, menstruation frequent, dysuria, leukocyturia, adaptation abnormal, alcohol use, apathy, laryngopharyngitis, endometrial disorder, smoker, numbness in hand, hand pain, hair loss, fibromyalgia, pelvic pain, tendinitis, osteoarthritis, nausea, parity 2, gravida ii, abdominal pain, vaginal bleeding and hypermenorrhea. Previously administered products included: enalapril. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the day of essure insertion, she experienced procedural pain ("essure implantation was very painful/both were in extreme pain.") And device placement issue ("due to a 'bad position' it was necessary for another doctor/reports that it is the side where there was difficulty placing the essure"). In 2018 she experienced endometriosis ("endometriosis"). Essure was removed on (B)(6) 2022. On unknown date she experienced pelvic pain (seriousness criterion intervention required), device breakage (seriousness criterion medically important), heavy menstrual bleeding ("menses every 30-40 days, with abundant bleeding for 1 month with clots"), abdominal pain lower ("right iliac fossa pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), intermenstrual bleeding ("metrorrhagia"), type IV hypersensitivity reaction ("type IV or delayed sensitization to s. Nickel, cobalt, palladium and vanadium"), hypersensitivity ("allergic reaction"), metal poisoning ("metallosis"), genital haemorrhage ("excessive bleeding between 7 and 10 days,"), fibromyalgia ("fibromyalgia"), leukocoria ("foul-smelling leucorrhea"), dyspareunia ("painful sexual intercourse"), cutaneous symptom ("skin symptoms even with staples"), erythema annulare ("erythema annulare centrifugum"), fatigue ("fatigue"), migraine ("migraine"), headache ("headache"), peritoneal adhesions ("adhesion between the omentum and loops to the infraumbilical midline laparotomy scar"), pelvic adhesions ("multiple adhesions were found that made removal difficult."), swelling ("swelling"), alopecia ("hair loss") and pain in extremity ("pain in his left arm/not being able to move his elbow with constant pain") and was found to have uterine leiomyoma ("fibroid were observed"). The patient was treated with surgery (bilateral salpingectomy via laparoscopic procedure.total hysterectomy with revision of the abdominen). At the time of the report, the outcomes for pelvic pain, heavy menstrual bleeding, fibromyalgia and cutaneous symptom were unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, cutaneous symptom, device breakage, device placement issue, dysmenorrhoea, dyspareunia, endometriosis, erythema annulare, fatigue, fibromyalgia, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, intermenstrual bleeding, leukocoria, metal poisoning, migraine, pain in extremity, pelvic adhesions, pelvic pain, peritoneal adhesions, procedural pain, swelling, type IV hypersensitivity reaction and uterine leiomyoma to be related to essure administration. The reporter commented: essure placement by hysteroscopy. On (B)(6) 2022: extraction of the remainder of the essure device through hysterectomy/ total hysterectomy with revision of the abdominal cavity and adhesiolysis via laparoscopic. On (B)(6) 2019: bilateral salpingectomy via laparoscopic procedure. One ring on the right and three on the left. She is not herself since after the insertion. Cystectomy. Surgical procedure: median nerve release in the carpal channel/ release and subcutaneous transposition of the ulnar nerve. Orthopedic surgery and traumatology of the right wrist left ulnar nerve release. A whitish-grayish fragment measuring 9x10x7mm in maximum diameter is received. Without specifying anatomical location. Surgery for recurrent ulnar neuropathy, left elbow. Persistent left ulnar neuropathy. Follow-up for left ulnar neuropathy previously operated. Recurrence of left ulnar neuropathy on nerve transposed to anterior. Endometrial polyp with autolysis. Adenomyosis. Uterine leiomyoma. Cervix with focal epithelial denudation without other relevant histological findings. Palexia. Allergy tests are performed: ¿skin symptoms even with staples after cesarean section. Diagnosis: eac due to metals: type IV or delayed sensitization to s. Nickel, cobalt, palladium and vanadium¿. Does not take voltin due to tripo migraine type side effects that have intensified. On (B)(6) 2019: first extraction of the essure device in the hospital through salpingectomy intervention. Loops to the infraumbilical midline laparotomy scar. Absence of tubes (previous bilateral salpinguectomy). Vesicouterine plica ascended and with firm adhesions without plane with the uterus. Psychology, neurology, rheumatology, pain and maxillofacial unit. Not appropriate to return to surgery due to the multiple adhesions and they discharge. Mutilation of her organs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.953 kg/sqm. [Abdomen scan] on (B)(6) 2020: image of high density and rounded morphology (not elongated spiral) of 6 mm. It is located peripherally on the upper and right edge of the fundus, far from the theoretical location of the right isthmus, however, there is a lack of anatomical reference (since patient is salpingectomized, so remains of essure cannot be ruled out. [Abdominal x-ray] on (B)(6) 2018: two metallic formations compatible with the essures. [Blood pressure measurement] on (B)(6) 2016: systolic blood pressure: 130.0 diastolic blood pressure: 80.0; on (B)(6) 2019: systolic blood pressure: 140.0 diastolic blood pressure: 90.0; on (B)(6) 2019: 150/80. And 160/95 [blood test] on (B)(6) 2014: hematocrit: 35.8 % (reference value: 36 ¿ 43) alta (gpt): 9 ui/l (reference value: 10 ¿ 49) hemolysis index: 10 mg/dl (reference value: superior to 50) hdl cholesterol: 35 mg/dl (reference value: superior to 45). Vitamin b12: 204 pg/ml (reference value: 221 ¿ 911) quantitative hepatitis b surface antigen: <3.10 mui/ml (reference value : superior to 10 ¿ for protection); on (B)(6) 2015: hematocrit: 35.8 % (reference value: 36 ¿ 43) rdw: 16.0 % (reference value: 11.2 ¿ 15.2) lymphocytes: 45.7 % (reference value: 20 ¿ 45); on (B)(6) 2016: platelets: 128 x x 103 l (reference value: 150 - 450) hemolysis index: <6 mg/dl (reference value: superior to 50) vitamin b12: 218 pg/ml (reference value: 221 ¿ 911; on (B)(6) 2017: platelets: 147 x x 103 l (reference value: 150 - 450) mpv ¿ 10.5 fl (reference value: 4 ¿ 10) fibrinogen derived: 430 mg/dl (reference value: 200 ¿ 400) hemolysis index: 16 mg/dl (reference value: superior to 50); on (B)(6) 2017: mpv ¿ 10.8 fl (reference value: 4 ¿ 10) fibrinogen derived: 404 mg/dl (reference value: 200 ¿ 400) total cholesterol: 212 mg/dl (reference value: under 200) blood in urine: 0.03; on (B)(6) 2018: mch ¿ 32.1 pg (reference value: 27 ¿ 32) fibrinogen derived: 401 mg/dl (reference value: 200 ¿ 400) total cholesterol: 221 mg/dl (reference value: under 200); on (B)(6) 2018: platelets: 145 x x 103 l (reference value: 150 - 450) mpv: 10.6 fl (reference value: 4 ¿ 10); on (B)(6) 2021: mchc ¿ 35.5 g-dl (reference value: 31.5 ¿ 34.5) mpv ¿ 11.9 fl (reference value: 4 ¿ 10) fibrinogen derived: 489 mg/dl (reference value: 200 ¿ 400); on (B)(6) 2022: lymphocytes: 45.3 % (reference value: 20 ¿ 45) vitamin d: 17.30 ng/ml (reference value: above 30) total cholesterol: 243 mg/dl (less than 200) ferritin: 158 ng/ml (reference value: 13 - 150) folic acid: 2.41 ng/ml (reference value: 3.89 ¿ 20); on (B)(6) 2022: mchc ¿ 35.7 g-dl (reference value: 31.5 ¿ 34.5) mpv ¿ 13.1 fl (reference value: 4 ¿ 10) lymphocytes: 14.0 % (reference value: 20 ¿ 45) neutrophils: 76.6 % (reference value: 40 ¿ 75) lymphocytes (absolute volume): 1.1 x 103 l (reference value: 1.2 ¿ 5.0) essure fragment in right horn.; on (B)(6) 2022: hematocrit: 33.8 % (reference value: 36 ¿ 43) mchc ¿ 36.1 g/dl (reference value: 31.5 ¿ 34.5) mpv ¿ 11.7 fl (reference value: 4 ¿ 10) lymphocytes: 19.0 % (reference value: 20 ¿ 45) eosinophils: 0.6 % (reference value: 1 ¿ 5) fibrinogen derived: 764 mg/dl (reference value: 1 ¿ 200 ¿ 400) glucose: 134 mg-dl (reference value: 74 ¿ 109) proteins in urine: 30 blood in urine: ++ leukocytes in urine: 75 protein c reactive: 12.58 mg-dl (reference value: inferior to 0.5); (date unknown): mch: 33.1 pg (reference value: 27 ¿ 32) platelets: 133 x 103 l (reference value: 150 - 450) hemolysis index: 8 mg/dl (reference value: superior to 50) mpv ¿ 13.5 fl (reference value: 9 ¿ 13) total protein: 6.00 g/dl (reference value: 6.3 ¿ 8.20 [electromyogram] on (B)(6) 2017: signs of a compressive neuropathy of the left ulnar nerve as it passes through the epitrochlearolecranon canal of moderate intensity. Signs of a compressive neuropathy of the left median nerve as it passes through the wrist, compatible with mild left carpal tunnel syndrome.; on (B)(6) 2017: signs of a compressive neuropathy of the left ulnar nerve as it passes through the epitrochlearolecranon canal of moderate intensity. Signs of a compressive neuropathy of the left median nerve as it passes through the wrist, compatible with mild left carpal tunnel syndrome; on (B)(6) 2018: signs of a compressive neuropathy of the left ulnar nerve as it passes through the epitrochlearolecranon canal of moderate intensity. Signs of a compressive neuropathy of the left median nerve as it passes through the wrist, compatible with mild left carpal tunnel syndrome.; on (B)(6) 2018: signs of a compressive neuropathy of the left ulnar nerve as it passes through the epitrochlearolecranon canal of moderate intensity.; on (B)(6) 2019: no spontaneous activity is recorded. Motor unit potentials have an increased duration, with an increased polyphasic index. Maximum effort pattern with moderate loss of motor units. [Electroneurography] on (B)(6) 2016: arthrosis; on (B)(6) 2019: absence of sensory potentials at the level of the elbow, presenting sensory evoked potentials at more distal levels of decreased amplitude. Decreased motor potentials in the elbow. Other driving parameters within normal limits. [Electroneurography] on (B)(6) 2016: arthrosis; on (B)(6) 2019: absence of sensory potentials at the level of the elbow, presenting sensory evoked potentials at more distal levels of decreased amplitude. Decreased motor potentials in the elbow. Other driving parameters within normal limits. [Heart rate] on (B)(6) 2019: 75 bpm [hysterosalpingogram] on (B)(6) 2011: consultation for control of the essures. Patient presented gynecological echography showing essures correctly inserted. [Magnetic resonance imaging] on (B)(6) 2016: adequate alignment of cervical bodies without evidence of curvature alterations or focal bone lesions. Minimal right preforaminal c4-c5 posterior disc osteophyte protrusion that slightly reduces the foraminal space on this side.; on (B)(6) 2016: adequate alignment of cervical bodies withoutevidence of curvature alterations or focal bone lesions. Minimal right preforaminal c4-c5 posterior disc osteophyte protrusion that slightly decreases the foraminal space on this side. No signal alterations were observed in the spinal cord or the nerve roots assessed in the test. Assessable structures of the posterior fossa within normal limits.; on (B)(6)2018: postsurgical changes in the internal subcutaneous adipose panniculus of the distal arm. Neurolysis of the ulnar nerve.; on (B)(6) 2018: postsurgical changes in the internal subcutaneous adipose panniculus of the distal arm. Neurolysis of the ulnar nerve. [Magnetic resonance imaging] on (B)(6) 2016: adequate alignment of cervical bodies without evidence of curvature alterations or focal bone lesions. Minimal right preforaminal c4-c5 posterior disc osteophyte protrusion that slightly reduces the foraminal space on this side.; on (B)(6) 2016: adequate alignment of cervical bodies withoutevidence of curvature alterations or focal bone lesions. Minimal right preforaminal c4-c5 posterior disc osteophyte protrusion that slightly decreases the foraminal space on this side. No signal alterations were observed in the spinal cord or the nerve roots assessed in the test. Assessable structures of the posterior fossa within normal limits.; on (B)(6) 2018: postsurgical changes in the internal subcutaneous adipose panniculus of the distal arm. Neurolysis of the ulnar nerve.; on (B)(6) 2018: postsurgical changes in the internal subcutaneous adipose panniculus of the distal arm. Neurolysis of the ulnar nerve. [Magnetic resonance imaging] on (B)(6) 2016: adequate alignment of cervical bodies without evidence of curvature alterations or focal bone lesions. Minimal right preforaminal c4-c5 posterior disc osteophyte protrusion that slightly reduces the foraminal space on this side.; on (B)(6) 2016: adequate alignment of cervical bodies withoutevidence of curvature alterations or focal bone lesions. Minimal right preforaminal c4-c5 posterior disc osteophyte protrusion that slightly decreases the foraminal space on this side. No signal alterations were observed in the spinal cord or the nerve roots assessed in the test. Assessable structures of the posterior fossa within normal limits.; on (B)(6) 2018: postsurgical changes in the internal subcutaneous adipose panniculus of the distal arm. Neurolysis of the ulnar nerve.; on (B)(6) 2018: postsurgical changes in the internal subcutaneous adipose panniculus of the distal arm. Neurolysis of the ulnar nerve. [Mammogram] on (B)(6) 2016: fibrocystic mastopathy. [Pathology test] on (B)(6) 2022: hysterectomy piece of 50.25 g and 4.5 x 7.7 x 2.1 cm with brown surface, bruised and smooth. Uterine cervix 3 cm long with a transected external cervical of 1.3 cm (block 1 and 2). Empty endocervical canal and endometrial cavity with 10 mm polypoid-like fragments (block 3). Diagnoses: atrophic endometrium; endometrial polyp with autolysis; adenomyosis; uterine leiomyoma, cervix with focal epithelial denudation without other relevant histological findings. [Portogram] in (B)(6) 2020: image of high density and rounded morphology (not elongated spiral) of 6 mm. It is located peripherally on the upper and right edge of the fundus, far from the theoretical location of the right isthmus. Bilateral salpingectomy. However, there is no atomic reference for the insertion (as it has been salpingugectomized), so it cannot be ruled out. Rest of essure, to the extent possible to assess with cat. [Pyroglutamate test] on (B)(6) 2014: 9 u/l [ultrasound breast] on (B)(6) 2016: mastopathy fibrocystic; adenosis; category bi-rads 2. [Ultrasound joint] on (B)(6) 2016: supraspinatus tendinopathy/tendinitis; (date unknown): bicipital slide effusion. In the clinical context, possibility of adhesive capsulitis. Mild tendinopathy changes in supraspinatus [ultrasound scan] on (B)(6) 2022: essure fragment of about 5 mm in intramural portion, adjacent myoma/adenomyoma of 17 mm.; (date unknown): there was no suspect of essure remains. [Ultrasound scan vagina] on (B)(6) 2015: endometrium 5mm.essure normoinserts.; (dates unknown): regular uterus in avf with 2.3 mm linear endometrium. Left ovary 25x15mm, right ovary 21x18 mm. No free fluid. Blood count: hb: 12.3, platelets: 176,000. Clinical judgement: dysfunctional metrorrhagia and uterus in regular avf of 81 x 36 x 44 mm, regular endometrium of 5.4mm myometrium, with foci of adenomyosis. Essures normoinserted. Left ovary 23 x 13 mm right ovary. 17x19 mm normal. Endometrial biopsy is performed, if negative, essure extraction will be considered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("both were in extreme pain") and device breakage ("essure extraction in 2019 through bilateral salpingectomy leaving a 6 mm fragment on the right side.") In a 54 year-old female patient who had essure inserted (lot no. 761427) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of laparotomy, cesarean section, coital hemorrhage, back pain, pyelonephritis, vertigo, tendinitis, gingivitis, squamous cell papilloma, complex regional pain syndrome, adhesion, allergic skin reaction, nickel allergy, keratosis, weight gain, overweight, dysesthesia, abdominal discomfort, hyperhidrosis, stiff joint, scar pain, nerve pain, pain in elbow, headache, migraine, insomnia, cervicobrachialgia, paresthesia, metrorrhagia, menstruation frequent, dysuria, leukocyturia, adaptation abnormal, alcohol use, apathy, laryngopharyngitis, endometrial disorder, smoker, numbness in hand, hand pain, hair loss, fibromyalgia, pelvic pain, tendinitis, osteoarthritis, nausea, parity 2, gravida ii, abdominal pain, vaginal bleeding and hypermenorrhea. Previously administered products included: enalapril. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the day of essure insertion, she experienced procedural pain ("essure implantation was very painful/both were in extreme pain.") And device placement issue ("due to a 'bad position' it was necessary for another doctor/reports that it is the side where there was difficulty placing the essure"). In 2018 she experienced endometriosis ("endometriosis"). Essure was removed on (B)(6) 2022. On unknown date she experienced pelvic pain (seriousness criterion intervention required), device breakage (seriousness criterion medically important), heavy menstrual bleeding ("menses every 30-40 days, with abundant bleeding for 1 month with clots"), abdominal pain lower ("right iliac fossa pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), intermenstrual bleeding ("metrorrhagia"), type IV hypersensitivity reaction ("type IV or delayed sensitization to s. Nickel, cobalt, palladium and vanadium"), hypersensitivity ("allergic reaction"), metal poisoning ("metallosis"), genital haemorrhage ("excessive bleeding between 7 and 10 days,"), fibromyalgia ("fibromyalgia"), leukocoria ("foul-smelling leucorrhea"), dyspareunia ("painful sexual intercourse"), cutaneous symptom ("skin symptoms even with staples"), erythema annulare ("erythema annulare centrifugum"), fatigue ("fatigue"), migraine ("migraine"), headache ("headache"), peritoneal adhesions ("adhesion between the omentum and loops to the infraumbilical midline laparotomy scar"), pelvic adhesions ("multiple adhesions were found that made removal difficult."), swelling ("swelling"), alopecia ("hair loss") and pain in extremity ("pain in his left arm/not being able to move his elbow with constant pain") and was found to have uterine leiomyoma ("fibroid were observed"). The patient was treated with surgery (bilateral salpingectomy via laparoscopic procedure.total hysterectomy with revision of the abdominen). At the time of the report, the outcomes for pelvic pain, heavy menstrual bleeding, fibromyalgia and cutaneous symptom were unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, cutaneous symptom, device breakage, device placement issue, dysmenorrhoea, dyspareunia, endometriosis, erythema annulare, fatigue, fibromyalgia, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, intermenstrual bleeding, leukocoria, metal poisoning, migraine, pain in extremity, pelvic adhesions, pelvic pain, peritoneal adhesions, procedural pain, swelling, type IV hypersensitivity reaction and uterine leiomyoma to be related to essure administration. The reporter commented: essure placement by hysteroscopy. (B)(6) 2022: extraction of the remainder of the essure device through hysterectomy/ total hysterectomy with revision of the abdominal cavity and adhesiolysis via laparoscopic. (B)(6) 2019: bilateral salpingectomy via laparoscopic procedure. One ring on the right and three on the left. She is not herself since after the insertion. Cystectomy. Surgical procedure: median nerve release in the carpal channel/ release and subcutaneous transposition of the ulnar nerve. Orthopedic surgery and traumatology of the right wrist left ulnar nerve release. A whitish-grayish fragment measuring 9x10x7mm in maximum diameter is received. Without specifying anatomical location. Surgery for recurrent ulnar neuropathy, left elbow. Persistent left ulnar neuropathy. Follow-up for left ulnar neuropathy previously operated. Recurrence of left ulnar neuropathy on nerve transposed to anterior. Endometrial polyp with autolysis. Adenomyosis. Uterine leiomyoma. Cervix with focal epithelial denudation without other relevant histological findings. Palexia. Allergy tests are performed: ¿skin symptoms even with staples after cesarean section. Diagnosis: eac due to metals: type IV or delayed sensitization to s. Nickel, cobalt, palladium and vanadium¿. Does not take voltin due to tripo migraine type side effects that have intensified. (B)(6) 2019: first extraction of the essure device in the hospital through salpingectomy intervention. Loops to the infraumbilical midline laparotomy scar. Absence of tubes (previous bilateral salpinguectomy). Vesicouterine plica ascended and with firm adhesions without plane with the uterus. Psychology, neurology, rheumatology, pain and maxillofacial unit. Not appropriate to return to surgery due to the multiple adhesions and they discharge. Mutilation of her organs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.953 kg/sqm. [Abdomen scan] on (B)(6) 2020: image of high density and rounded morphology (not elongated spiral) of 6 mm. It is located peripherally on the upper and right edge of the fundus, far from the theoretical location of the right isthmus, however, there is a lack of anatomical reference (since patient is salpingectomized, so remains of essure cannot be ruled out. [Abdominal x-ray] on (B)(6) 2018: two metallic formations compatible with the essures. [Blood pressure measurement] on (B)(6) 2016: systolic blood pressure: 130.0. Diastolic blood pressure: 80.0; on (B)(6) 2019: systolic blood pressure: 140.0. Diastolic blood pressure: 90.0; on (B)(6) 2019: 150/80. And 160/95. [Blood test] on (B)(6) 2014: hematocrit: 35.8 % (reference value: 36 ¿ 43). Alta (gpt): 9 ui/l (reference value: 10 ¿ 49). Hemolysis index: 10 mg/dl (reference value: superior to 50). Hdl cholesterol: 35 mg/dl (reference value: superior to 45). Vitamin b12: 204 pg/ml (reference value: 221 ¿ 911). Quantitative hepatitis b surface antigen: <3.10 mui/ml (reference value : superior to 10 ¿ for protection); on (B)(6) 2015: hematocrit: 35.8 % (reference value: 36 ¿ 43) rdw: 16.0 % (reference value: 11.2 ¿ 15.2) lymphocytes: 45.7 % (reference value: 20 ¿ 45); on (B)(6) 2016: platelets: 128 x x 103 ¿l (reference value: 150 - 450) hemolysis index: <6 mg/dl (reference value: superior to 50) vitamin b12: 218 pg/ml (reference value: 221 ¿ 911; on (B)(6) 2017: platelets: 147 x x 103 ¿l (reference value: 150 - 450) mpv ¿ 10.5 fl (reference value: 4 ¿ 10) fibrinogen derived: 430 mg/dl (reference value: 200 ¿ 400) hemolysis index: 16 mg/dl (reference value: superior to 50); on 24-nov-2017: mpv ¿ 10.8 fl (reference value: 4 ¿ 10) fibrinogen derived: 404 mg/dl (reference value: 200 ¿ 400) total cholesterol: 212 mg/dl (reference value: under 200) blood in urine: 0.03; on (B)(6) 2018: mch ¿ 32.1 pg (reference value: 27 ¿ 32) fibrinogen derived: 401 mg/dl (reference value: 200 ¿ 400) total cholesterol: 221 mg/dl (reference value: under 200); on (B)(6) 2018: platelets: 145 x x 103 ¿l (reference value: 150 - 450) mpv: 10.6 fl (reference value: 4 ¿ 10); on (B)(6) 2021: mchc ¿ 35.5 g-dl (reference value: 31.5 ¿ 34.5) mpv ¿ 11.9 fl (reference value: 4 ¿ 10) fibrinogen derived: 489 mg/dl (reference value: 200 ¿ 400); on (B)(6) 2022: lymphocytes: 45.3 % (reference value: 20 ¿ 45) vitamin d: 17.30 ng/ml (reference value: above 30) total cholesterol: 243 mg/dl (less than 200) ferritin: 158 ng/ml (reference value: 13 - 150) folic acid: 2.41 ng/ml (reference value: 3.89 ¿ 20); on (B)(6) 2022: mchc ¿ 35.7 g-dl (reference value: 31.5 ¿ 34.5) mpv ¿ 13.1 fl (reference value: 4 ¿ 10) lymphocytes: 14.0 % (reference value: 20 ¿ 45) neutrophils: 76.6 % (reference value: 40 ¿ 75) lymphocytes (absolute volume): 1.1 x 103 l (reference value: 1.2 ¿ 5.0) essure fragment in right horn.; on (B)(6) 2022: hematocrit: 33.8 % (reference value: 36 ¿ 43) mchc ¿ 36.1 g/dl (reference value: 31.5 ¿ 34.5) mpv ¿ 11.7 fl (reference value: 4 ¿ 10) lymphocytes: 19.0 % (reference value: 20 ¿ 45) eosinophils: 0.6 % (reference value: 1 ¿ 5) fibrinogen derived: 764 mg/dl (reference value: 1 ¿ 200 ¿ 400) glucose: 134 mg-dl (reference value: 74 ¿ 109) proteins in urine: 30 blood in urine: ++ leukocytes in urine: 75 protein c reactive: 12.58 mg-dl (reference value: inferior to 0.5); (date unknown): mch: 33.1 pg (reference value: 27 ¿ 32) platelets: 133 x 103 ¿l (reference value: 150 - 450) hemolysis index: 8 mg/dl (reference value: superior to 50) mpv ¿ 13.5 fl (reference value: 9 ¿ 13) total protein: 6.00 g/dl (reference value: 6.3 ¿ 8.20 [electromyogram] on (B)(6) 2017: signs of a compressive neuropathy of the left ulnar nerve as it passes through the epitrochlearolecranon canal of moderate intensity. Signs of a compressive neuropathy of the left median nerve as it passes through the wrist, compatible with mild left carpal tunnel syndrome.; on (B)(6) 2017: signs of a compressive neuropathy of the left ulnar nerve as it passes through the epitrochlearolecranon canal of moderate intensity. Signs of a compressive neuropathy of the left median nerve as it passes through the wrist, compatible with mild left carpal tunnel syndrome; on (B)(6) 2018: signs of a compressive neuropathy of the left ulnar nerve as it passes through the epitrochlearolecranon canal of moderate intensity. Signs of a compressive neuropathy of the left median nerve as it passes through the wrist, compatible with mild left carpal tunnel syndrome.; on (B)(6) 2018: signs of a compressive neuropathy of the left ulnar nerve as it passes through the epitrochlearolecranon canal of moderate intensity.; on (B)(6) 2019: no spontaneous activity is recorded. Motor unit potentials have an increased duration, with an increased polyphasic index. Maximum effort pattern with moderate loss of motor units. [Electroneurography] on (B)(6) 2016: arthrosis; on (B)(6) 2019: absence of sensory potentials at the level of the elbow, presenting sensory evoked potentials at more distal levels of decreased amplitude. Decreased motor potentials in the elbow. Other driving parameters within normal limits. [Electroneurography] on (B)(6) 2016: arthrosis; on (B)(6) 2019: absence of sensory potentials at the level of the elbow, presenting sensory evoked potentials at more distal levels of decreased amplitude. Decreased motor potentials in the elbow. Other driving parameters within normal limits. [Heart rate] on (B)(6) 2019: 75 bpm [hysterosalpingogram] on (B)(6) 2011: consultation for control of the essures. Patient presented gynecological echography showing essures correctly inserted. [Magnetic resonance imaging] on (B)(6) 2016: adequate alignment of cervical bodies without evidence of curvature alterations or focal bone lesions. Minimal right preforaminal c4-c5 posterior disc osteophyte protrusion that slightly reduces the foraminal space on this side.; on (B)(6) 2016: adequate alignment of cervical bodies withoutevidence of curvature alterations or focal bone lesions. Minimal right preforaminal c4-c5 posterior disc osteophyte protrusion that slightly decreases the foraminal space on this side. No signal alterations were observed in the spinal cord or the nerve roots assessed in the test. Assessable structures of the posterior fossa within normal limits.; on (B)(6) 2018: postsurgical changes in the internal subcutaneous adipose panniculus of the distal arm. Neurolysis of the ulnar nerve.; on (B)(6) 2018: postsurgical changes in the internal subcutaneous adipose panniculus of the distal arm. Neurolysis of the ulnar nerve. [Magnetic resonance imaging] on (B)(6) 2016: adequate alignment of cervical bodies without evidence of curvature alterations or focal bone lesions. Minimal right preforaminal c4-c5 posterior disc osteophyte protrusion that slightly reduces the foraminal space on this side.; on (B)(6) 2016: adequate alignment of cervical bodies withoutevidence of curvature alterations or focal bone lesions. Minimal right preforaminal c4-c5 posterior disc osteophyte protrusion that slightly decreases the foraminal space on this side. No signal alterations were observed in the spinal cord or the nerve roots assessed in the test. Assessable structures of the posterior fossa within normal limits.; on (B)(6) 2018: postsurgical changes in the internal subcutaneous adipose panniculus of the distal arm. Neurolysis of the ulnar nerve.; on (B)(6) 2018: postsurgical changes in the internal subcutaneous adipose panniculus of the distal arm. Neurolysis of the ulnar nerve. [Magnetic resonance imaging] on (B)(6) 2016: adequate alignment of cervical bodies without evidence of curvature alterations or focal bone lesions. Minimal right preforaminal c4-c5 posterior disc osteophyte protrusion that slightly reduces the foraminal space on this side.; on (B)(6) 2016: adequate alignment of cervical bodies withoutevidence of curvature alterations or focal bone lesions. Minimal right preforaminal c4-c5 posterior disc osteophyte protrusion that slightly decreases the foraminal space on this side. No signal alterations were observed in the spinal cord or the nerve roots assessed in the test. Assessable structures of the posterior fossa within normal limits.; on (B)(6) 2018: postsurgical changes in the internal subcutaneous adipose panniculus of the distal arm. Neurolysis of the ulnar nerve.; on (B)(6) 2018: postsurgical changes in the internal subcutaneous adipose panniculus of the distal arm. Neurolysis of the ulnar nerve. [Mammogram] on (B)(6) 2016: fibrocystic mastopathy. [Pathology test] on (B)(6) 2022: hysterectomy piece of 50.25 g and 4.5 x 7.7 x 2.1 cm with brown surface, bruised and smooth. Uterine cervix 3 cm long with a transected external cervical of 1.3 cm (block 1 and 2). Empty endocervical canal and endometrial cavity with 10 mm polypoid-like fragments (block 3). Diagnoses: atrophic endometrium; endometrial polyp with autolysis; adenomyosis; uterine leiomyoma, cervix with focal epithelial denudation without other relevant histological findings. [Portogram] in (B)(6) 2020: image of high density and rounded morphology (not elongated spiral) of 6 mm. It is located peripherally on the upper and right edge of the fundus, far from the theoretical location of the right isthmus. Bilateral salpingectomy. However, there is no atomic reference for the insertion (as it has been salpingugectomized), so it cannot be ruled out. Rest of essure, to the extent possible to assess with cat. [Pyroglutamate test] on (B)(6) 2014: 9 u/l [ultrasound breast] on (B)(6) 2016: mastopathy fibrocystic; adenosis; category bi-rads 2. [Ultrasound joint] on (B)(6) 2016: supraspinatus tendinopathy/tendinitis; (date unknown): bicipital slide effusion. In the clinical context, possibility of adhesive capsulitis. Mild tendinopathy changes in supraspinatus [ultrasound scan] on (B)(6) 2022: essure fragment of about 5 mm in intramural portion, adjacent myoma/adenomyoma of 17 mm.; (date unknown): there was no suspect of essure remains. [Ultrasound scan vagina] on (B)(6) 2015: endometrium 5mm.essure normoinserts.; (dates unknown): regular uterus in avf with 2.3 mm linear endometrium. Left ovary 25x15mm, right ovary 21x18 mm. No free fluid. Blood count: hb: 12.3, platelets: 176,000. Clinical judgement: dysfunctional metrorrhagia and uterus in regular avf of 81 x 36 x 44 mm, regular endometrium of 5.4mm myometrium, with foci of adenomyosis. Essures normoinserted. Left ovary 23 x 13 mm right ovary. 17x19 mm normal. Endometrial biopsy is performed, if negative, essure extraction will be considered. Lot number: 761427 manufacture date: 2010-07 expiration date: 2013-07. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 21-jun-2024: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.